Event description:
Resident was being transferred from the bed into her wheelchair by use of the lift. The legs of the lift will not open up under rptr's beds. Once the resident was moved out from the bed, the legs were opened. A few minutes later they started to close. The resident was carefully lowered to the floor. On 2/3/95 it was discovered pt had a fractured hip. During preparation for surgery, her hert stopped, she was resuscitated and put on a ventilator. The family made the decision to remove the ventilator and she expired on 2/5/95.